Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the metal fiber tip broke off and fell in patient bladder. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the metal fiber tip broke off and fell in patient bladder. No patient outcome was reported.